Event description:
Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Correction # 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration. Unrelated to the complaint, the keypad was found to be peeling and corrosion was observed under the button contacts. Also unrelated to the complaint, moisture was observed on the pcb.